Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the calibration was not accepted. The customer also stated that the sensor glucose reading did not say that they had a high blood glucose reading. The blood glucose reading at the time of the incident was 400 mg/dl. The customer declined to troubleshoot for the high blood glucose readings.